Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement, and active current measurement. No critical pump error (open book image) noted during testing. Test p-cap locks properly into the reservoir compartment. Thus was utilized and downloaded trace/history files properly. In further full review in the pump history, these critical error alarms were found: pump error 4 alarm: on 12/22/2021 at 15:42:01. Pump error 63 alarm (variable 21: rf chip error) on 12/22/2021 at 15:42:01. Rf chip error was isolated to the electronic assembly as it is suspected to be a hardware issue. The electronic assemblies and motor assemblies were inspected, and moisture damage on pcba 1 and pcba 2 was noted. The following were noted during visual inspection: pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case above arrow and battery icon, scratched case, and partially broken retainer. Customer allegation of critical pump error (open book image) was confirmed due to pump error 4 and pump error 63 alarms. Pump error 63 alarm confirmed with rf chip error (variable 21) where pump error was isolated to the electronic assembly as it is suspected to be a hardware issue. Moisture damage was confirmed on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.